Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user called for assistance with a complete supply change for the ilet system and uses a contact/detach 23"-6 mm infusion set with a dexcom g7; the supply change was completed successfully, and blood glucose measured 227 mg/dl decreasing to 217 mg/dl afterward. Symptoms included hyperglycemia. Outcomes included no alarms and no need for medical intervention or hospitalization. Troubleshooting and education were completed, and no device alerts or malfunctions were observed. Investigation included user coaching on supply change and review of device use. Investigation of this case revealed no device malfunction or component failure, and the hyperglycemia cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.